Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. Alarm-device test failed not confirmed. Delivery anomaly-possible under delivery not confirmed. The pump was programmed with a 10.0-unit bolus during the displacement test and a 25.0-unit bolus during the dat. All boluses were delivered properly and were listed in the pump's daily history screen. No bolus anomaly noted. No bolus anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the up button and down button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. There were multiple boluses programmed on the event date 28-aug-2025 in the pump history file. There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 28-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 28-aug-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia)/dka. Alarm-device test failed not confirmed. Delivery anomaly-possible under delivery not confirmed. No current code/category (bolus anomaly) not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported device test failed and customer alleged on pump which was under delivering. The blood glucose value at the time of the event was 36 mmol/l. The hyperglycemia was treated with an insulin pump. The customer was also admitted to the hospital, and insulin was administered by IV drip to treat hyperglycemia and diabetic ketoacidosis. The customer also experienced symptoms of vomiting, sickness. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer also reported that the high-pressure test failed. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.